Event description:
Healthcare professional reported left side capsular contracture baker grade iii and removal of textured breast implants due to the patient¿s concern with the product. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and removal of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And removal of textured breast implants, due to the patient¿s concern with the product. Device has been explanted and not replaced.